Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure to her eyes with a binaxnow covid-19 antigen self-test on (B)(6) 2024. Per the consumer, she mistook the usage of the extraction reagent on her eyes as she started the testing. The consumer used first aid but was still experiencing a burning sensation in her eyes. Consumer did not require any further medical intervention and there was no reported patient impact. No additional information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure to her eyes with a binaxnow covid-19 antigen self-test on (B)(6) 2024. Per the consumer, she mistook the usage of the extraction reagent on her eyes as she started the testing. The consumer used first aid but was still experiencing a burning sensation in her eyes. Consumer did not require any further medical intervention and there was no reported patient impact. No additional information was provided.